Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a replacement ilet pump and was unable to press ¿yes¿ to view drops, could not trigger the ¿unable to proceed¿ alert via press-and-hold, and could not complete a firmware update, leading to a decision to replace the device; the device issue was characterized as a hardware problem with an unresponsive screen and no alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included continued cgm use on the dexcom app or receiver and instructions provided to shut down the device and return it, with return shipping support communicated. Investigation included troubleshooting by customer support, confirmation of serial number and shipping information, and counseling on data sync and startup process for the replacement device. Investigation of this case revealed an unresponsive user interface consistent with a display or input control malfunction that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to a hardware failure.